Event description:
Inappropriate inhibition was observed. Before removing the lead from the header, the physician moved the lead from the left side to right and the pacer inhibited. A short in the lead connector is suspected.